Event description:
Surgeon said he was doing release of a frozen shoulder and it was a tight space. He wasn't using a cannula and thinks he may have caught the hook on the labrum when he was pulling the electrode out after the release. Flushed the shoulder out straight away and took a chest x-ray. Hook had sheared flush with the electrode. He normally would use a side effect electrode. Doesn't feel this is a major problem as the joint space was so tight. The hook wasn't recovered for return, but it did come out of the pt.